Event description:
Pt had bilateral silicone gel breast implants removed due to capsular contractures. The right capsule contained an implant which was intact and covered with a sticky film, right implant weighed 183 gms. The left capsule was thickened with areas of calcification and the implants had ruptured within the capsule. The left implant weighed 188 gms. Submuscular saline implants were placed in right (240 cc) and left (260 cc) breast.